Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. During the procedure, a lead was implanted in the left ventricle, but the physician accidentally cut through the suture sleeve while using a suture. This resulted in slight marking on the insulation of the lead. Physical damage to the insulation was observed, and electrical anomalies were noted. However, the physician managed to cover the damaged area with a new suture sleeve, and no further electrical anomalies were found. The lead is still in use, and the patient remains in stable condition.